Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient complaint of discomfort and shock sensation when recharging the scs system implantable pulse generator. To address the issue the patient's generator was successfully replaced with a non-rechargeable model.